Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient went through withdrawal symptoms where the refill appointment was made incorrectly. The pump medication at the time of the report was not reported. However, at the time of the report, the device system was used to deliver morphine. Additional information was requested, but was not available at the time of this report.